Event description:
A center director reported superficial punctate keratitis (spk) in a patient's left eye 10 days post lasik. Patient reported red and dry eyes. Punctal plugs were inserted. Upon follow up, patient reports no complaints. Dryness and spk is resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Logfiles review shows all laser system functions were within specifications for the respective treatment. The system history shows that the laser was verified successfully prior and after the date of treatment. The device history records (DHR) for the device was reviewed and no abnormalities that could have contributed to this event were found. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).